Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl (concentration and dose unknown) via an implanted pump. It was reported the patient¿s personal therapy manager (ptm) would not give the patient a bolus. The patient tried changing the batteries in the ptm , but that had not resolved the issues. It was noted the patient had a significant weight loss and her pump "moves around a lot" and "flips" in her body. The patient thought this may be contributing to her not being able to deliver a bolus. It was also reported that the pump "itches" and "stings" and sometimes the patient was in pain. It was noted the patient could "feel the difference the way the drug hits me¿ and has had "so many issues". The patient had experienced a fall, but did not fall on the side of her pump. It was noted all of the issues has started around the same time, "the last couple weeks, maybe a month or year". The patient was walked through delivering a bolus on the call per the patient¿s requested and confirmed she was able to successfully deliver a bolus. This had been "sporadic". When the patient was not able to deliver a bolus it was reported it would show that it was "loading". The ptm ¿might have¿ been dropped when she had the fall (noted above). Further information was not provided. The event date was asked and unknown. The patient was redirected to the healthcare provider (hcp) to discuss the symptoms and check the pump. No further complications were reported.